Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed all functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms were noted. The pump was monitored and no unexpected battery alerts or alarms occurred during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 700 mg/dl. The customer stated that her son had trouble with the pump and was not getting insulin at all. The customer went into a coma and was at the hospital two days ago. The customer also had problems with the battery. The customer was unable to troubleshoot for high readings because he was at the hospital.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.